Event description:
This device was returned with oos documentation from biotronik rep rich giammarco. This device had no output and could not be interrogated. This device was replaced with a philos ii dr, there are no adverse events reported for this pt.